Manufacturer narrative:
Concomitant medical products: product ID: 977c265; serial#: (B)(4); implanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 11-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member reported that on (B)(6) 2022, the patient (pt) had a lead replacement surgery, and when implanting the new lead, the physician could not get the lead through the scar tissue because it was so bad, so they had to go under something and back up. On (B)(6) 2022, the patient was "having trouble" and explained the pt was in a lot of pain and they didn't think the implanted neurostimulator (ins) was working. A request was made to speak to the rep that was present at the surgery. They were redirected to the doctor to further address this issue. Also, patient services sent an email to the rep, who responded stating they would contact the patient. No symptoms directly alleged to be due to the lead.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2011 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant was functioning correctly, the patient was just not experiencing relief. A lead migration resulted in a lack of therapy. After a lead revision the issue was resolved.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt claimed they had more than one medtronic device and they were trying to follow up on what was the last ins device they had put it. Agent reviewed registration and they confirmed that the seemed registration was correct. Pt noted that their ins quit working a year ago probably in (B)(6) which was 1.5 years after implant date. Pt then said the issue probably started before (B)(6) 2022. Pt noted they had met with 3 different medtronic people about this 7 or 8 times and one rep retired and they gave up. They could not get the second set of leads adjusted to solve their problem; their laptop probably had 20 recipes moving around related to their programming. The pt had been back to hcp a couple times and they asked the pt if they wanted the ins out. The pt then had x-rays on their spinal column above where they put the screws in the plates but they hadn't proved that. The pt was now needing an MRI since their back was not doing very well. Pt did not have equipment with them then but now they had their equipment charged up and the controller said (B)(6) 2011 and they needed help turning it off for their MRI on (B)(6). During call pt attempted to recharge the ins and got no device found. Pt attempted to go through passive recharge mode. Pt was able to recharge at excellent. The controller battery was at 60% and the ins was at 30%. Agent reviewed how to change date and time. Agent also reviewed MRI mode; MRI mode showed fully body eligible.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was working normally. As of (B)(6) 2025, the patient was able to charge and activate his device. Historically the lack of therapy was directly due to the extreme level of energy required for the patient to achieve value and an inability to maintain the charge level. The patient has scans and neurosurgery consults scheduled. Follow up can be arranged but we have no dates at this time.